Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2015 essure (fallopian tube occlusion insert) was placed. Pain during procedure and any other complications were denied. Her complaints started 0.5 month after procedure. She started experiencing lower back pain, strange taste in mouth (metal taste), smelly breath, pain during ovulation, pain during menstruation, pain in legs, pain in abdomen, pain in head, pain radiating to legs, depressive feelings, memory loss, concentration problems, hard bumps on head (inflammations) and stabs pain. After 10 months of latency, she experienced rash. Those events led her to work-related problems, relation and/or family problems, an impairment of her social activities and happiness. She was not aware that essure contained nickel. On an unspecified date she contacted her physician and had appointments with a neurologist. She was treated with medication. The outcome was not recovered. Essure removal was planned on (B)(6) 2016. Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, around 15 days after insertion, consumer presented lower back pain, which led to work-related problems, relation and family problems, an impairment of her social activities and happiness. Essure removal was planned. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought.

Manufacturer narrative:
A quality-safety evaluation was received on 09-sep-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 210 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, around 15 days after insertion, consumer presented lower back pain, which led to work-related problems, relation and family problems, an impairment of her social activities and happiness. Essure removal was planned. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.